Manufacturer narrative:
The device sample was noted returned for evaluation at the time of this report.

Event description:
The event is reported as: during pulmonary exclusion it is broken the connector of the breathing circuit with the tube of the carlens endobronchial tube. The patient's condition reported as fine.